Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain, discomfort, stitches in the chest." Patient reported "capsular contracture baker IV" and "this device lot was recalled". The event of "steatonecrosis" is not device related. Physician reported "palpable alterations" and cyst. Device remains implanted.

Event description:
Patient additionally reported "silicone-induced granuloma."